Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during coronary treatment. The procedure was completed by restarting the system. It was reported to philips that the system failed to produce x-rays. Review of the log files shows malfunctioning flexvision-pc. Upon troubleshooting fse found that flex pc was defective. To resolve the issue, fse replaced flex pc and reloaded software, updated license file and validated the database. The defective parts were returned for analysis, for flexviewing pc, malfunction was observed, and the issue was found to be defective hdd bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with failed x-ray production, which is used for flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.